Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the external pulse generator (epg)'s case was damaged and determined that battery drawer was unable to lock. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken case. The epg has been returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.